Event description:
New information notes during follow-up on (B)(6) 2014 a diagnostics message appeared again. The diagnostic histogram data could not be confirmed.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnositcs cleared due to invalid data-. After clearing the diagnostics, interrogation was successfully performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.